Event description:
The insulin pump was received without a complaint. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device also alarmed motor error during rewind due to corroded motor home switch. Further testing could not be performed due to the motor error alarm.